Manufacturer narrative:
The reported event confirmed cause unknown. Visual evaluation noted received 1 dimension stone basket. Basket was separated and removed from the rest of the device. No root cause could be found because the reported event was unconfirmed. DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and states the following: precautions: "if resistance is encountered during advancement or withdrawal of the device, stop and determine the source of resistance, as continued resistance may damage the device and could result in patient injury. Take action to alleviate the resistance. Where necessary, use of a lithotrite may be required to reduce the stone burden within the basket, provided that no direct contact is made with the stone basket. Directions for use: only physicians trained in stone manipulation should perform this procedure. A variety of techniques may be employed; however the physician should use the technique most appropriate for the individual patient¿s situation. 1. Inspect the device prior to use and during the procedure. 2. Make sure the basket is closed by retracting the basket-tip into the sheath with the thumb slide (a). 3. Insert the basket into the ureteroscope working-channel and advance the ureteroscope to the object to be removed. 4. Under direct vision or fluoroscopic guidance, slowly advance the tip of the stone basket past the object." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the stone basket broke in the middle of the surgery. Per follow up via phone on (B)(6) 2025. The patient was not impacted. The surgeon was able to retrieve all the pieces to the broken basket. There was no photo to supply but they did send the basket and pieces along with the paperwork. The surgeon was attempting to retrieve the specimen, while the basket was inside the patient a piece broke off. All pieces retrieved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the stone basket broke in the middle of the surgery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the stone basket broke in the middle of the surgery. Per follow up via phone on 09jan2025.the patient was not impacted. The surgeon was able to retrieve all the pieces to the broken basket. There was no photo to supply but they did send the basket and pieces along with the paperwork. The surgeon was attempting to retrieve the specimen, while the basket was inside the patient a piece broke off. All pieces retrieved.